Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain '), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a 47 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of breast reduction in 2019 and discomfort, follicular cyst of ovary, vaginal bleeding, breast reduction, non-smoker, vertigo, dizziness, dermatitis, uterine pain, abdominal discomfort, left lower quadrant pain, weight gain, parity 1, gravida ii, endometrial disorder, c-section, obesity, endometrial ablation and menorrhagia. Previously administered products included: naproxen, depo provera and lupron. Concomitant products included hydrocortisone for dermatitis and eczema, tylenol (paracetamol), ibuprofen for abdominal pain lower and naproxen for abdominal pain lower. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2020. The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, mccall enterocele repair.). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: novasure endometrial ablation symptoms are intermittent, not related to positioning, no vertiginous symptoms no headache, or sinus congestion or vomiting feels sweaty at onset and nauseous, never vomited. She denies history of any headache. There are no muscle cramps novasure keto diet skin surface shows no pathological findings. Cut sections: unremarkable fibrofatty and glandular tissue. Representative sections submitted in two blocks. Skin surface shows no pathological findings. Cut sections: unremarkable fibrofatty and glandular tissue. Representative sections submitted in two blocks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Abdominal x-ray] on (B)(6) 2016: indication: essure coils placed. There are essure coils bilaterally within the pelvis which have undulating course suggesting that they are appropriately placed within the fallopian tubes on both sides [blood pressure measurement] on (B)(6) 2015: 129/80 mmhg; (date unknown): 125/80 mmhg [hysterosalpingogram] on (B)(6) 2015: fall hysterosalpingogram indication: recheck essure coils. The patient has had a uterine ablation. However, there is no contrast extending passed the indwelling coil. There is no contrast flow to the left uterine cavity or left fallopian tube. Opinion: successful positioning of the essure coil with no evidence of recanalization of the fallopian tubes or malposition [hysteroscopy] on (B)(6) 2015: showed a normal endometrial cavity. [Pathology test] on (B)(6) 2020: exact· specimen source/clinical info: (a) cervix, uterus, bilateral proximal fallopian tube. (B) right fimbria end tube. (C:) fimbria end left tube. Gross description: the endocervical canal is opened and the endometrial cavity is obliterated and scarred. No tumor is seen. Inside the portion of both sided fallopian tubes there is a metal wire. The specimen is labeled as fimbriated end, left tube, received in formalin, and consists of such. It measures 6 cm in length and 1.1 cm in diameter. Grossly unremarkable. The entire specimen is submitted in two cassettes. Microscopic description: part a: sections show uterus with ablated endometrium with focal proliferative endometrium and unremarkable cervix. Proximal portion of tube shows mild chronic inflammation. Opinion: (a)cervix, uterus, bilateral proximal fallopian tube. Benign uterus and portion of (b)right fimbria end tube: unremarkable fimbriated end of fallopian tube. (C) fimbria end left. Tube: unremarkable fimbriated end of fallopian tube. [Physical examination] (date unknown): revealed no palpable lumps bilaterally. The distance from the suprastemal notch to the left nipple was 34 cm and from the suprastemal notch to the right nipple was 33 cm. The distance from the left nipple to the inframauunary crease was 12 cm and from the right nipple to the inframammary crease was 10 cm. The distance from midline to the left nipple was 12 cm and from midline to the right nipple was 11 cm. [Ultrasound scan] on (B)(6) 2019: this showed no abnormality of the uterus, the left: fallopian tube could be identified and looked uncomplicated. Endometrial stripe was 7 mm. The right and. Left ovaries were positive for changes compatible with hemorrhagic cyst or physiologic cyst associated with ovulation. They are less than 1.5 cm. And uterus: uterus is anteverted. No fibroids are seen, the left fallopian coil is identified and looks uncomplicated. Right ovary is within normal limits with a small physiologic cyst. Left ovary: detailed transvaginal study reveals an echogenic focus measuring 11 mm, associated with multiple variable sized cysts, the largest of which measures 2 cm. The findings favor physiologic cysts, perhaps hemorrhagic. No free fluid is seen. Conclusion: 4 cm left ovary with multiple physiologic cysts, one of which looks hemorrhagic. Ruptured physiologic cyst could account for this patient's symptoms. There is no high-grade pelvic mass in the left lower quadrant.; (date unknown): the uterus and both ovaries to be normal in size and appearance. [Ultrasound scan vagina] on (B)(6) 2016: no essure in right, left essure coming its way out. The coil that was supposed to be in fallopian tube has moved. Both a transabdominal and transvaginal examination have been done. It is known the patient has bilateral essure coils within the fallopian tubes. The uterus and both ovaries are normal in size and appearance. An echogenic structure is identified extending from the left cornual region of the uterus out into the area of the fallopian tube. This is most likely the essure coils. A good segment of the coil appears to lie within the cornual region of the uterus on the left. The right sided coil is not identified. No free fluid is identified, and no other significant abnormality is seen. Impression: a portion of the left sided essure coil lies within the cornual region of the uterus on the left. [Ultrasound uterus] on (B)(6) 2018: history: patient with four urinary tract infections in the last 2 months. Findings: final both kidneys demonstrate normal size. The right measures 11 cm and the left measures 10 cm. There is hyper echogenicity surrounding the pyramids, with a configuration consistent with anderson carr kidney. No discrete calculi are seen. No hydronephrosis. Bladder demonstrates a normal appearance, prevoid volume is 727 cc with postvoid volume 20 cc. Ureteric jets were seen bilaterally interpretation: and no significant abnormality appreciated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: reporter and patient information, product indication, lot no. Non drug treatment added. Medical history and lab data added: new concomitant drug added: naproxen, advil, tylenol, hydrocortisone. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a 47 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of breast reduction in 2019 and discomfort, follicular cyst of ovary, vaginal bleeding, breast reduction, non-smoker, vertigo, dizziness, dermatitis, uterine pain, abdominal discomfort, left lower quadrant pain, weight gain, parity 1, gravida ii, endometrial disorder, c-section, obesity, endometrial ablation and menorrhagia. Previously administered products included: naproxen, depo provera and lupron. Concomitant products included hydrocortisone for dermatitis and eczema, tylenol (paracetamol), ibuprofen for abdominal pain lower and naproxen for abdominal pain lower. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy, mccall enterocele repair.). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: novasure endometrial ablation symptoms are intermittent, not related to positioning, no vertiginous symptoms no headache, or sinus congestion or vomiting feels sweaty at onset and nauseous, never vomited. She denies history of any headache. There are no muscle cramps novasure keto diet skin surface shows no pathological findings. Cut sections: unremarkable fibrofatty and glandular tissue. Representative sections submitted in two blocks. Skin surface shows no pathological findings. Cut sections: unremarkable fibrofatty and glandular tissue. Representative sections submitted in two blocks. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. [Abdominal x-ray] on (B)(6) 2016: indication: essure coils placed. There are essure coils bilaterally within the pelvis which have undulating course suggesting that they are appropriately placed within the fallopian tubes on both sides [blood pressure measurement] on (B)(6) 2015: 129/80 mmhg; (date unknown): 125/80 mmhg [hysterosalpingogram] on (B)(6) 2015: fall hysterosalpingogram indication: recheck essure coils. The patient has had a uterine ablation. However, there is no contrast extending passed the indwelling coil. There is no contrast flow to the left uterine cavity or left fallopian tube. Opinion: successful positioning of the essure coil with no evidence of recanalization of the fallopian tubes or malposition [hysteroscopy] on (B)(6) 2015: showed a normal endometrial cavity. [Pathology test] on (B)(6) 2020: exact· specimen source/clinical info: (a) cervix, uterus, bilateral proximal fallopian tube (b) right fimbria end tube (c:) fimbria end left tube gross description: the endocervical canal is opened and the endometrial cavity is obliterated and scarred. No tumor is seen. Inside the portion of both sided fallopian tubes there is a metal wire. The specimen is labeled as fimbriated end, left tube, received in formalin, and consists of such. It measures 6 cm in length and 1.1 cm in diameter. Grossly unremarkable. The entire specimen is submitted in two cassettes. Microscopic description: part a: sections show uterus with ablated endometrium with focal proliferative endometrium and unremarkable cervix. Proximal portion of tube shows mild chronic inflammation. Opinion: (a)cervix, uterus, bilateral proximal fallopian tube. Benign uterus and portion of (b)right fimbria end tube: unremarkable fimbriated end of fallopian tube. (C) fimbria end left. Tube: unremarkable fimbriated end of fallopian tube. [Physical examination] (date unknown): revealed no palpable lumps bilaterally. The distance from the suprastemal notch to the left nipple was 34 cm and from the suprastemal notch to the right nipple was 33 cm. The distance from the left nipple to the inframauunary crease was 12 cm and from the right nipple to the inframammary crease was 10 cm. The distance from midline to the left nipple was 12 cm and from midline to the right nipple was 11 cm. [Ultrasound scan] on (B)(6) 2019: this showed no abnormality of the uterus, the left: fallopian tube could be identified and looked uncomplicated. Endometrial stripe was 7 mm. The right and. Left ovaries were positive for changes compatible with hemorrhagic cyst or physiologic cyst associated with ovulation. They are less than 1.5 cm. And uterus: uterus is anteverted. No fibroids are seen, the left fallopian coil is identified and looks uncomplicated. Right ovary is within normal limits with a small physiologic cyst. Left ovary: detailed transvaginal study reveals an echogenic focus measuring 11 mm, associated with multiple variable sized cysts, the largest of which measures 2 cm. The findings favor physiologic cysts, perhaps hemorrhagic. No free fluid is seen. Conclusion: 4 cm left ovary with multiple physiologic cysts, one of which looks hemorrhagic. Ruptured physiologic cyst could account for this patient's symptoms. There is no high-grade pelvic mass in the left lower quadrant.; (date unknown): the uterus and both ovaries to be normal in size and appearance. [Ultrasound scan vagina] on (B)(6) 2016: no essure in right, left essure coming its way out. The coil that was supposed to be in fallopian tube has moved. Both a transabdominal and transvaginal examination have been done. It is known the patient has bilateral essure coils within the fallopian tubes. The uterus and both ovaries are normal in size and appearance. An echogenic structure is identified extending from the left cornual region of the uterus out into the area of the fallopian tube. This is most likely the essure coils. A good segment of the coil appears to lie within the cornual region of the uterus on the left. The right sided coil is not identified. No free fluid is identified, and no other significant abnormality is seen. Impression: a portion of the left sided essure coil lies within the cornual region of the uterus on the left. [Ultrasound uterus] on (B)(6) 2018: history: patient with four urinary tract infections in the last 2 months. Findings: final both kidneys demonstrate normal size. The right measures 11 cm and the left measures 10 cm. There is hyper echogenicity surrounding the pyramids, with a configuration consistent with anderson carr kidney. No discrete calculi are seen. No hydronephrosis. Bladder demonstrates a normal appearance, prevoid volume is 727 cc with postvoid volume 20 cc. Ureteric jets were seen bilaterally interpretation: and no significant abnormality appreciated. Batch no c51348 production date~2014-05-08 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.